Manufacturer narrative:
Photo analysis: pmqa & r&d qa investigation. Investigation result: the category/subcategory of mechanical issue - lubricity is unable to verify since a full visual evaluation, coating evaluation, and lubricity/functionality evaluation could not be performed since the sample was not returned. If the sample is ever returned, testing will be performed. Conclusion: the category/subcategory of mechanical issue - lubricity is unable to verify since a proper evaluation could not be performed per qpp07-01-004-mdc6 (version 1.0) since a full visual evaluation, coating evaluation, and lubricity/functionality evaluation could not be performed since the sample was not returned. If the sample is ever returned, testing will be performed.

Event description:
Healthcare professional reported "the surgeon was unable to deploy the implant out of the narrow end of the funnel despite adequate hydration and making the end opening larger. The surgeon had to use a new funnel which worked without issue." The funnel did not come into contact with the patient. Surgery was completed with a back up device.

Event description:
Healthcare professional reported "the surgeon was unable to deploy the implant out of the narrow end of the funnel despite adequate hydration and making the end opening larger. The surgeon had to use a new funnel which worked without issue." The funnel did not come into contact with the patient. Surgery was completed with a back up device.

Manufacturer narrative:
Clarification d4 - keller funnel¿2 (lot number: 22i33c). Continued e1 (phone no.): (B)(6). Continued e1 (facility name): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not applicable (surgery was completed with a back up device).

Event description:
Healthcare professional reported "the surgeon was unable to deploy the implant out of the narrow end of the funnel despite adequate hydration and making the end opening larger. The surgeon had to use a new funnel which worked without issue." The funnel did not come into contact with the patient. Surgery was completed with a back up device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a; d3; d4; g1, h4; h6

Event description:
Healthcare professional reported "the surgeon was unable to deploy the implant out of the narrow end of the funnel despite adequate hydration and making the end opening larger. The surgeon had to use a new funnel which worked without issue." The funnel did not come into contact with the patient. Surgery was completed with a back up device.